Event description:
The sales representative reported on behalf of the customer that the 000150, marked guidewire (2/cs), was being used during a egd dilation on (B)(6) 2022 when it was reported, ¿it came out all bent.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned with no report of delay. Further assessment questioning found that the device had no fragmentation or breakage, it had only bent during use. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Received one 000150 in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the guidewire is confirmed to be bent. The manufacturing documents from the device history record have not been reviewed because the lot number of the device is not known. The lot history review was not conducted because the lot number of the device is not known. (B)(4). Per the instructions for use, the user is advised that the guidewire should not be advanced if resistance is met without determining the cause and taking remedial action. Since the marked guidewire is a reusable device that is subjected to varied use and cleaning environments, the life span of the product cannot be guaranteed. In particular, less than 1% of the spring tips have been reported to have become dislodged during reuse or cleaning. Dislodgement of the spring tip during use may require endoscopic removal of the spring tip. Failure to remove the tip may lead to the perforation of the esophagus, stomach or bowel and the consequences customarily associated therewith. Before and after each use, carefully inspect the guidewire for wear, damage or abnormal bending. The entire wire should be inspected in this manner, but areas of extra focus include the flexible spring tip and the soldered joints between spring tip and the wire. If the joints appear discolored, loose or cracked, discard the guidewire. If wear, damage or abnormal bending is found at any location on the guidewire, discard the guidewire. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 000150, marked guidewire (2/cs), was being used during a egd dilation on (B)(6) 2022 when it was reported, "it came out all bent." There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned with no report of delay. Further assessment questioning found that the device had no fragmentation or breakage, it had only bent during use. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.